Event description:
A customer reported to olympus, the evis exera ii gastrointestinal videoscope had no air/water flow during preparation for use. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, clogged air/water channel cause no air/water flow. There was a leak from the missing electrical connector locking pin. The plastic distal end cover had chips. The objective lens had minor chip. The light guide lens had tiny chips. Insertion tube had minor scratches. The light guide tube had minor scratches. There was physical damage to the plastic distal end cover and switch 1. The bending angle was reduced due to elongation of the angle wire. The play of the angulation up/down knob was out of specification due to elongation of the angle wire. The plastic distal end cover had low insulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.